Manufacturer narrative:
Device evaluation: the balloon on the endoplege catheter was inspected visually. No evidence of stretches or abrasions were observed which could attribute to this failure mode. The device balloon was aspirated then inflated with 2cc of colored water. Visually there is delamination of the distal balloon bond. This feature is tested 100% prior to packaging. Visually there is a subtle kink in the shaft approx. 6" from the strain relief. Visually there is a sharp kink in the bellows. Water was introduced through the pressure and infusion lumens the water flows from where it should. The device tip was clamped off and the lumens were tested for interlumen leakage. There is no interlumen leakage detected with this device. There are no other defects detected. There is no evidence that this issue is manufacturing related there no CAPA pertains at this time. However we will continue to monitor trends on a monthly basis per procedure.

Event description:
It was reported that on (B)(6), 2010 the patient had a knee surgery. No issues were noted at this time. On (B)(6), 2010 the patient had a follow-up x-ray and it was determined a metallic piece was inside the patient. A second surgery was performed on (B)(6), 2010 to remove the piece and it was determined to be the end of the tip of a saw blade where the blade attaches to the handle. It is unknown if the piece came from a reprocessed ascent device or an original manufacturer device. The patient was reported to have no adverse outcomes from either procedure.

Manufacturer narrative:
Balloon would not inflatea device history record review was performed for raw materials, in process, finished goods and sterilization for lot number 673821 and there were no non conformances or capas opened in relation to the nature of the complaint. The device met all specifications upon release of product.

Event description:
It was reported that when the customer began using the endoplege device during mitral valve repair case, they never saw a change of pressure and the balloon would not inflate. When they pulled the device out they put saline into the balloon and the fluid came our of the tip of the cannula. Customer had to switch out the device and this delayed the case 1 hour. Patient is fine and no injuries occured.